Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) during an attempt to perform threshold testing. The patient experienced a syncopal episode. A lead revision procedure was planned. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that a revision procedure was performed. The lead was successfully repositioned without incident. No adverse patient effects were reported.